Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed system error 322. The cause was identified to be a failed lower link switch. The lower auxiliary assembly was replaced to correct the condition. During evaluation the device did not recognize an open door. The cause was identified to be a failed upper latch switch. The upper auxiliary assembly requires replacement to correct the condition. During evaluation the device powered on and off its own. The cause was identified to be a failed rear case. The rear case requires replacement to correct the condition.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (lower link switch error (low)), did not recognize an open door and powered on and off on its own. No additional information is available.